Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Refer to MDR 3010757606-2016-00358 for peg tube report. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Patient developed confusion and restlessness following the procedure. Patient developed pneumoperitoneum during the new installation of tubing and underwent surgery on (B)(6) 2016. Patient had suture of leaking gastric stoma and fixation of anterior gastric wall to parietal peritoneum. Surgery report states that patient suffered from bowel perforation and ileus. Patient also developed peritonitis from leaking gastric stoma, aspiration pneumonia and acute renal failure. Patient was treated in ICU with intubation, controlled ventilation and hemodialysis. General state of health is reported to be very bad and duodopa therapy was paused.